Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that changing the battery did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Analysis was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen display anomaly due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case and cracked battery tube threads.

Manufacturer narrative:
The correct information has been provided with this report.